Event description:
Additional information was received from the rep on may12th 2016 stating that they believed there was consideration for a lead revision, but they were not sure. They had not been contacted regarding the patient.

Event description:
The patient reported stimulation/paresthesia in the wrong location since implant, as she felt it in her upper back and ribs and not in her lower back and legs where it needed to be. The sciatic pain was so bad down her leg and she could not sleep at night. There was lower lumbar pain, as well. It was only hitting the upper area and ribs and she had never had pain there and does not need to feel stimulation there. She was too out of it to really tell him if it was good for her or not. She was not trained. There were no trauma/falls reported that could be related to this issue. The patient contacted the healthcare professional and asked that a manufacturer representative be present for reprogramming. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.